Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs result for one patient sample. The initial result was 7.38 ug/l and was reported outside the laboratory. The doctor questioned the result and the sample was repeated with a result of 1157 ug/l. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.